Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, the versalok deployment gun did not deploy 2 anchors while the surgeon was attempting to insert them into the bone hole for fixation. At this point, for whatever reason, the surgeon chose to go open to complete the procedure successfully without further issue or harm to the patient.